Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a pre-discharge follow up post implant, lead dislodgement was noted on the left ventricular lead. The lead was re-implanted and acceptable lead measurements were noted. During the procedure, dislodgement on the left ventricular lead was again noted. The revision procedure was aborted and the patient's device was reprogrammed. On (B)(6) 2017, the lead was explanted and replaced. The patient was stable throughout.